Manufacturer narrative:
(B)(6) has been in contact with the customer to address the reported issue with their endodry units (serial numbers (B)(6)). Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to afmps that their endoscopes were still wet following a drying cycle in the endodry. No report of injury.

Manufacturer narrative:
Our investigation into the reported issue determined that the endoscopes were not sufficiently dried prior to being placed in the endodry cabinet. The endodry instructions for use states, "process steps before storing an endoscope in the endodry storage and drying system. The residual moisture in endoscope channels and on the outer surfaces should be less than 30 ml." The unit was tested, confirmed to be operating according to specifications, and returned to service. A complaint review indicates this to be an isolated event. No additional issues have been reported.